Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2017; 429678 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for undefined high right ventricular (rv) lead impedance. Additional information reported both the rv and right atrial (ra) leads exhibited high thresholds. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.